Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
"The patient reported multiple issues with the bottom retainer and stated it has been causing significant discomfort, no longer fits properly, and has led to gum retention and bleeding, forcing the patient to stop wearing the retainer altogether due to the physical harm directly impacting the health of the teeth. The patient reported discomfort, excessive bleeding, blisters, sensitivity, and the retainer not fitting. Dental history included bonded retainer in location 7-10 and orthodontic braces. The patient has impacted teeth at location 17, has dental implants at unspecified location, and grinds/clenches teeth. Medical history reported pain in teeth at unspecified location, and sores, ulcers, or lumps in the mouth.".

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.